Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va09fuf, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had just gotten out of the hospital for a reason not related to their medtronic device, they had surgery on their head and can¿t see well because they can¿t wear glasses. The patient could not get a single lead to work and clarified that they were going to the bathroom constantly. The patient stated it started after surgery when they turned stim off and they thought they turned it back on. The patient was on program 3 at 2.7 and it was unclear if stim was on or off. They were able to get it back on and tried to increase and encountered the upper limit screen. The patient¿s healthcare provider told the patient they could switch programs every sunday and the patient wanted to go to program 2. The patient was redirected to their healthcare provider if the problem does not resolve and to discuss symptoms. No further complications were reported.